Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump and differences in sensor and blood glucose value. Sensor glucose value was 71 mg/dl and blood glucose value was 101 mg/dl. The customer reported blood glucose value of 71 mg/dl. The customer reported hypoglycemia treated with glucose tablets. The event involved product(s) mmt-332a, mmt-397a, mmt-7040a, mmt-1884. Troubleshooting was performed and found damage on the battery compartment. The customer is reporting a discrepancy between sensor glucose and blood glucose which is not within range after fewer than 4 days of wear. Advised to wait at least an hour and if blood glucose is stable to calibrate. The customer was using the pump for 48 hours before the reported event. The customer was using the auto mode/smartguard feature at the time of the event was unknown. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7040a. Mmt-1884 was requested and customer's response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section d10 (removed the sensor in the concomitant medical products) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, d8/d9, h6 (replaced health effect - impact code 4644 with 4613 for health effect - clinical code 1912), h6 (type of investigation, investigation findings, investigation conclusions) and h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: sensor glucose was 101mg/dl while blood glucose was 71mg/dl. Low was treated with glucose/carbohydrate intake. Customer took tylenol twice a day, which could falsely raise sensor glucose value. Customer also reported a crack at the back of the pump and at the side of the battery compartment that was noticed when asked at the time of the call. Customer said there was no physical damage to the retainer ring. Troubleshooting was done for the sensor issue, the low, and the damage. It was unknown if smartguard was used. Customer discontinued the pump and returned it for analysis.

Event description:
Updated summary: customer requested assistance for emergency medical service.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test and displacement accuracy test. A water filled reservoir was used during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, the pump passed functional testing. Unable to verify customer alleged for low bgs. Cracked case-corner of belt clip rails confirmed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.